Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported this rv lead was capped and replaced. Physician reported pacing inhibition, lead insulation issue and loss of capture. The patient was dizzy and had a fainting spell and went to the ER.